Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programming system was not interrogating successfully. Troubleshooting was performed, and initially the issue was reported to have been isolated to the tablet serial cable. However upon clarification, the vns representative reported that the issue was believed to be related to the tablet port being loose. It was reported that the user had to manually hold the cable into the port. No patient therapy was affected. The suspect tablet has not been received by the manufacturer for analysis to date.

Manufacturer narrative:
The initial report inadvertently did not include conclusion code, device not returned.

Event description:
The suspect tablet serial cable was received by the manufacturer for analysis on 08/08/2016. During the analysis, it was identified that the tablet was unable to establish communication with a known good generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable db9 hood assembly. Once the wires were soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.